Event description:
Customer reported experienced high blood glucose in the 200 to 600 mg/dl range. She was also hospitalized on (B)(6), 2014, with high blood glucose of 300 mg/dl, after she went to her healthcare provider and began to sweat and experience chest pains. Troubleshooting was performed with the insulin pump, which she was wearing at the time of hospitalization. Insulin exited tubing during manual prime and no leaks or air bubbles were found. There was a 12 hour auto off alarm found. It was explained that this is sometimes set for people going to hospital that need insulin pump off for a certain amount of time. Customer stated she had surgery in july, and the nurse may have changed the settings. High pressure test was performed and passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.